Event description:
It was reported that there was a right ventricular (rv) lead integrity alert was triggered for high short interval counts (sic) and high impedance. X-rays showed a kink distal to the suture sleeve and extensive in-office testing was conducted and isometric manipulation confirmed the high impedance in one position. The tachycardia therapies were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).